Manufacturer narrative:
Blocks a2/a3/a4: the patient's dob or age at time of event, gender, sex, and weight are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block g2: foreign- japan. Block h3: the angiosculpt device was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated and at less than 2 atm, a pinhole leak was observed at the distal portion of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used to treat the sfa. During the first inflation at nominal pressure (8 atm), the balloon ruptured. The procedure was completed with the same angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.